Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the cardiosave intra-aortic balloon pump (iabp) generated an unable to update timing alarm. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The getinge representative advised that they could continue to assist as from a femoral approach. The customer stated that they had chosen to use the transducer over the fiber optic arterial pressure (ap) based on the insertion of the iab. The transduced ap waveform was described as dampened. They reviewed aspiration and flushing in standby to improve the quality of the waveform. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint (B)(4).